Manufacturer narrative:
Added information to h6. The device history record (DHR) review was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to stenosis.

Event description:
Edwards received information through its implant patient registry that a 23mm 7300tfxj valve was explanted after a duration of four (4) years and seven (7) months due to unknown reason. A non-edwards valve was implanted in replacement. No information about device return at this moment. File will be updated. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards japan received information through its implant patient registry and investigation, that a 23mm 7300tfxj valve was explanted after a duration of four (4) years and seven (7) months due to mitral stenosis. A non-edwards valve was implanted in replacement. It was observed the subvalvular tissue of the native anterior leaflet side was adhered to the leaflets of the artificial valve. The surgeon affirmed that there was no device dysfunction and the device did not cause or contribute to the event. There was no evidence of infection on the edwards device. The explanted device was not returned for evaluation as it was discarded at the hospital.